Event description:
It was reported that during a routine follow up longevity of the battery had significantly changed and was depleting prematurely. This device has been explanted and is no longer in service. A new device has been implanted. There were no further adverse patient effects. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Event description:
It was reported that during a routine follow up longevity of the battery had significantly changed and was depleting prematurely. This device has been explanted and is no longer in service. A new device has been implanted. This device has since been received for analysis and is pending investigation completion. No adverse patient effects were reported.